Event description:
Knee pain (arthralgia). Knee swelling (joint swelling). Knee pian returned (therapeutic response decreased). Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female patient. The patient's medical history was significant for osteoarthritis. In (B)(6) 2012, the patient initiated treatment with synvisc (hylan g f 20) injection, 6 ml, in both knees (frequency not provided). The lot number for synvisc was not provided. On an unspecified date in 2012, the patient developed knee pain and swelling. It was reported that the results of synvisc were great for approximately 3 months and the pain relief was immediate. However, on an unspecified date in 2012, the patient's knee pain returned and she received cortisone (x2) since (B)(6) 2012. It was reported that the pain and swelling were back to where it was prior to synvisc injection. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.